Event description:
During preparation, the orbit complex coil was exposed from the tip of the introducer tube for inspection. After the inspection, the coil could not be returned to the tube because it winded. The product was not clinically used.

Manufacturer narrative:
During preparation, the orbit complex coil was exposed from the tip of the introducer tube for inspection. There was no damage to the coil when it was first exposed for inspection. After the inspection, the coil could not be returned to the tube because it "winded". With request for clarification of the description of the event it was reported that the coil got tangled up instead of stretching. The product was not clinically used. The device is not available for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of final assembly lot 13471200 and coil subassembly lots 14037659 and 14051380 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The design of the coil is such that it forms random loops. It is possible that positioning of the coil as related to the distal tip of the introducer did not allow the coil to straighten as it was retracted into the introducer. It is possible that procedural factors contributed to the event. However, without the return of the device, no conclusion can be made. Based on the report that there were no damages when the coil was advanced out of the introducer and the review of the device history records, there is no indication of any manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product is not available for analysis. Additional information will be submitted within thirty days upon receipt.